Manufacturer narrative:
Batch review performed on 19 august 2022 lot 2012409: 25 items manufactured and released on 13-jan-2021. Expiration date: 2025-dec-17. No anomalies found related to the problem. To date, 4 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6)2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the femoral component, and the surgery was completed successfully. Batch review performed on 15 december 2022: lot 1907947: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-oct-29. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) october 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the femoral component, and the surgery was completed successfully.